Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for unknown indications for use. It was reported that ins battery was not working. Pt was talking to a medtronic rep about the situation. The pts ins kept going dead and when the insr was working it would go dead the next day (ps understood the ins battery discharged quickly for the pt). Pt noted the issues started sometime in february or march. Pt spoke to someone from the office who got the ins rebooted then it went dead again for they kept having problems with the thing. Pt could not recall their representatives name for it had to probably be friday when they rebooted it but they could not remember because they got frustrated that they kept having issues. Pt did not want to bother calling until they started hurting again so they went to the pain doctor and the rep was suppose to meet them their but their insr was not working (see rtg0328619 for report)

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.